Event description:
It was reported that after opening the foil packaging on (B)(6) 2012, it was discovered that the foil packaging had holes in it. This was identified before use and it was not used on a patient. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). One open package was returned for evaluation. The foil was very damaged, and the outline of the paper folder was evident. A dye penetration test was performed in the areas circled on the opened package. None of the dye penetrated indicating that the "holes" were actually stress fractures of the foil layer and that no atmospheric conditions were entering the package. It cannot be determined when this damage occurred, however, it most likely occurred outside the manufacturer's control. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.